Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window on 06/22/2026. The probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.